Event description:
An infusion pump with a failure code 12 which occurred during biomed testing. The facility's rep stated that no pt incident was reported on this pump since the last baxter service event.